Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level reached 490 mg/dl due to the issue, which was a significant increase. To address the elevated blood glucose, the customer administered a correction injection via multiple daily injections. The pump was reset three times but continued to malfunction, freezing the screen, so tandem technical support decided to replace the pump.